Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The caller stated that the alarm always occurred when the customer delivered a bolus. She also observed a protruding drive support cap. The customer's blood glucose was 117 mg/dl. The caller did not observe any significant events leading to the alarm but was unsure. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The unit also had a minor scratched liquid crystal display window, scratched case, cracked case at the display window corners and cracked reservoir tube lip.